Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of degraded battery health was confirmed. The unit was unplugged from ac power and within a couple minutes, it shut off abruptly. The root cause of the failure was identified as use-related wear of the battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: battery health degraded. (B)(6) 2021: evaluation confirmed abrupt shutdown.